Manufacturer narrative:
Based on the data provided a clear root cause could not be identified. A general instrument or reagent problem could not be identified.

Manufacturer narrative:
This event occurred in (B)(6). The pinch tubes were last replaced on (B)(6) 2020. Liquid flow cleaning was last performed on (B)(6) 2020.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys ca 19-9 (ca 19-9) on a cobas 6000 e 601 module. The initial result was 111.0 u/ml. The sample was repeated 3 times with results of 39.41 u/ml, 33.22 u/ml and 34.04 u/ml. The result of 33.22 u/ml was reported outside of the laboratory. The high result in question was not reported outside of the laboratory. The ca 19-9 reagent lot number was 41625301 with an expiration date of 31-jan-2021.